Event description:
The clinician reports that the day the implant was placed in ada 14 of the patient's mouth, failure occurred upon insertion. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.